Event description:
It was reported that during a trochanteric fixation nail procedure, there was a malfunction with a trochanteric fixation nail and blade. The blade would not advance all the way which caused a 5 minute delay. The surgeon had to back out the locking mechanism on the nail to resolve the issue. This report is for one unknown nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown nail. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.